Event description:
Hospital reported that patient presented with red rash one month after ventral hernia repair. The wound has healed and the surgeon does not think it is mesh related. Wound cultures performed. No bacteria or white cells seen and no pathogens isolated.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.